Manufacturer narrative:
Concomitant medical products: product ID 3538a, product type: accessory. (B)(4).

Event description:
The consumer reported she needed a new antenna as it just cut out and was intermittent. The patient had intermittent therapy delivery and they wanted to try a new antenna. This started the week prior to the report.